Event description:
In february 2002, the patient was seen at the implant center for a reported problem with poor external headpiece retention and lock. The patient was evaluated by an audiologist and a company representative. At that time, it was decided to place an extra magnet on the patient's headpiece to help with eternal headpiece retention. The patient reported that the sound intermittency/lock problem seemed to be resolved. Instructions were given to the patient to have family members assist with monitoring the implant site for signs of swelling or irritation. March 2002, the patient was seen by the implant center. It was noted that the implant site showed signs of irritation and a recommendation was made that the patient should be seen by the implant surgeon. April 2002, the center reported that the patient had flap revision surgery (exact date unknown) and the patient was wearing the headpiece again after receiving clearance from the implant surgeon.